Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "today, three bronchial tubes could not be used because the cuffs of all three were leaking. They were all from the same batch". Additional information received states that "delay in medical treatment, since the operation time increased by 30 minutes. No injuries or damage to health. No medical intervention required. Patient condition is fine".

Event description:
It was reported that "today, three bronchial tubes could not be used because the cuffs of all three were leaking. They were all from the same batch". Additional information received states that "delay in medical treatment, since the operation time increased by 30 minutes. No injuries or damage to health. No medical intervention required. Patient condition is fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and based on the inspection we did not find any abnormalities. However, it was observed that the sample appeared to be in a used condition. No dimensional test was performed as part of this complaint. The cuff pressure of the actual returned sample was inflated to 25 mbar by using calibrated endotest. Bronchial blue cuff was able to maintain its pressure at 25 mbar. The tracheal clear cuff was unable to maintain its pressure at 25 mbar. Based on outcome of test conducted, it is observed that the clear cuff unable to inflate and maintain the pressure while the blue cuff of the tube can inflate. The sample was then sent for water leak test and further observed using dino-lite camera to further view the leakage of the clear cuff. Presence of bubble was observed during water leak test and cut mark observed when check with dino-lite camera. The device history record was reviewed, and no issue related t complaint was noted. The device was manufactured according to release specification. The exact root cause could not be determined at the manufacturing site. This is because the obvious defect of cuff leakage, which would be detected during functional testing, should have been identified during the 100% visual inspection and functional testing during the manufacturing timeline. The event may have resulted from external force or excessive physical force exerted on it but the exact root cause remains undetermined." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a